Manufacturer narrative:
Section d1 - corrected - pyxis medbank system in brand name of suspect medical device.

Event description:
It was reported by the customer that in pyxis medbank es system ordered medication was not showing to issue. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist instructed the customer to de-assign the item and assign it back to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.